Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure difficulty removing a catheter occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous left subclavian artery. A 10x39mm wallstent was implanted at the target lesion. A 2/5.8/120 ultra-thin diamond balloon catheter was advanced for post dilation and inflated to 8atms for an unknown number of times. After post dilatation, the ultra-thin diamond balloon catheter would not pull back into the 7fr non bsc sheath. Therefore, the ultra-thin diamond balloon catheter and the sheath were withdrawn from the patient as one unit. The 10x39mm wallstent remained implanted, fully deployed and well apposed to the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation; therefore a failure analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).